Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot 73l1400292 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler gets stuck during use and then stops firing staples. The patient's condition was reported as fine.